Event description:
Patient representative reported against left device "recall" and "cystic seroma". The device has been explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4) - imaging required . A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall/anxiety, seroma-late.